Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. An nda alarm was found in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the root cause was a defective downstream or upstream sensor. The sensors were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a no cassette alarm. There was unknown patient involvement.